Event description:
Olympus was informed via service request that the customer camera head has no picture. The reported problem was found during reprocessing. The problem was found during an unspecified therapeutic procedure. The procedure was completed using another similar device. No death, injury or harm was report.

Manufacturer narrative:
The subject device was returned to olympus service for evaluation. The customers reported problem was confirmed, no image displayed due to a defective charged coupled device (ccd) unit. Additionally, deformation/kinks were observed on the cable unit. The investigation is ongoing, however, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the defective charge coupled unit could not be determined. Olympus will continue to monitor field performance for this device.